Event description:
It was reported the patient presented complaining their implantable cardioverter defibrillator (ICD) had been vibrating for approximately 2 seconds every 5 minutes for most of the day. When the implantable cardioverter defibrillator was interrogated, no alerts or issues were noted. No changes or interventions were performed. The patient was in stable condition.